Manufacturer narrative:
(B)(4). Batch # t95a6d. Investigation summary: the analysis results of the el5ml found that the device was received with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area. Eight remaining clips were found in the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure that in turn, may result in patient injury, illness,or death. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the rep during a laparoscopic cholecystectomy the device fired by itself and scissored clips a couple of clips. One clip sounded like it fired while it was laying on mayo stand with no one touching it. It did not eject a clip. When doctor tried it out of the abdomen, it did the same thing. It was like a bobby pin that had been flattened on one end and overlaps on the other, but, only slightly. The procedure was completed with no patient consequences reported and no additional information.